Event description:
Initial reporter indicated that they had some explanted vns products to return on a pt that died. It was not known the cause of death. Reporter indicated that "an autopsy was done in 2008 and heart looked soft, spongy, could not find anything. Ruled out a brain aneurysm, did not have this. Pt had chest pain 2 days before the date of her death. She went to the hospital and they sent her home. Has been having seizures for about 1 month. Was 6 months pregnant. Pt's spouse reported she had 2 seizures the night before and the am of her death. Spouse returned from work and found pt face down on the floor, fell out of the bed". The pt had been seen by their treating physician 10-14 days before their death, but did not report any health issues to them. Good faith attempts have been made to get the explanted product back for analysis.